Event description:
The distributor reported that after completing a software upgrade from rev b to rev c, the unit was switched off and then on. After "powering up" the unit generated a "system failure" alarm and "error code #5" was printed on the recorder.